Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the reported event of the controller becoming warm to the touch was unable to be confirmed. The 11v backup battery was returned for analysis and a log file was submitted (20230620_120717) from the associated heartmate 3 system controller review. A review of the log file showed events spanning approximately 8 days (12jun2023 ¿ 20jun2023 timestamp). The controller¿s internal temperature was recorded as 51 degrees celsius on 18jun2023 from 06:23:14 ¿ 06:23:48. The internal temperature recording is strictly measured from within the controller; therefore, the external temperature is unknown. Backup battery fault alarms due to the backup battery load not passing the load test were active on 20jun2023 at 01:06:13 until the controller was shut down at 02:28:22. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first was unable to pass, the loaded voltage measured ~11.42v and the unloaded voltage measured ~12.27v. Pump operation was not affected by these alarms. The driveline was disconnected on 20jun2023 at 02:23:43 for a system controller exchange. There were no other notable alarms active in the log file. Additionally, the periodic log file was reviewed and showed events spanning approximately 43 days (08may2023 ¿ 19jun2023 per timestamp). The controller¿s internal temperature was recorded as 53 and 57 degrees celsius on 26may2023 at 03:03:26 and on 18jun2023 at 03:02:24, respectively. The internal temperature recording is strictly measured from within the controller; therefore, the external temperature is unknown. There were no notable alarms active in the log file. The controller¿s 11v backup battery was returned for analysis. The 11v backup battery was inserted into a test controller which was connected to a test power module, system monitor and mock loop. A thermocouple thermometer was connected to the front and back of the controller during testing and temperature remained within specification throughout the duration of testing. The battery was functionally tested and passed all testing without any issues or alarms activating. Additional information provided by the vad coordinator on 23jun2023 stated that there have been no further alarms and the patient has not reported any further issues of the controller becoming hot. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller and the associated 11v backup battery were manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and power cable disconnect alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to a clinic after performing a controller exchange at home overnight. The patient stated they received a backup battery fault alarm which caused them to panic and change the controller inappropriately. The internal battery was exchanged on the controller in clinic that was causing them the alarms as well since the patient live 2 hours away. They also stated that the controller was overly warm to the touch and wasn¿t covered up or under any blankets. Log file review captured backup battery faults on (B)(6) 2023 at 01:06 that continued until the controller was exchanged at 02:25. The log files from the second set of logs showed the controller connected to power around (B)(6) 2023 at 02:43. Nothing unusual was noted. The temperature of the original controller was a few times at a 50c temp (range is 0 to 40c) but did not sustain, would not have contributed to the backup battery faults. After the exchange, there were no further alarms or issues of being hot reported.